Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records (B)(6) 2003 MRI of the lumbar spine with and without contrast technique . T1 weighted spin echo images were performed in the sagittal plane. Weighted fast spin echo images were performed in the sagittal plane. T2. Weighted fast spin echo images were obtained in the oblique axial plane. T1 weighted spin echo images were performed in the oblique axial plane. T1 weighted spin echo images were performed in the oblique axial plane after the intravenous administration . T1 weighted spin echo images were performed in the sagittal plane after intervenous adminstration . Findings: no paraspinal masses were detected. Impression: disc desiccation at l2.l3 with moderate circumferential posterior bulging/protrusion of the disc. A focal disc protrusion appears to be present along the right paracentral disc margin and there is an extruded component extending slightly above the level of the disc. To lie behind the l2 vertebral body. Moderate acquired central spinal stenosis is present when associated with posterior element hypertrophy. Postoperative changes at l3-4, l4-5, l5-s1 as described above changes suggestive of degenerative disc disease at l5-s1 noted. On (B)(6) 2003, patient presented with the following diagnoses: l4-3 herniated nucleus pulpous with radiculopathy. L2-3 lateral recess stenosis with radiculopathy. 3. Status post l3-4, 4-5, 5-1 posterolateral fusion with solid arthrodesis 4. L2-3 segmental instability. The following procedures were performed: 1. Decompressive lumbar laminectomy, l1-2 and l2-3. Bilateral medial facetectomies, l1-2 and l2-3, with bilateral l2, l3 nerve root foraminotomies, and subarticular decompression. L2-3 subtotal diskectomy. L2-3 bilateral posterior lumbar interbody fusion, with bmp. Insertion of bilateral l2-3 cages, 10 x 26 mm's. Bilateral l2-3 mb pedicle instrumentation -- 40 x 7.5 mm screws. Bilateral l2-3 posterolateral transverse fusion, with autograft -- bmp. Harvesting of autograft bilateral fusion masses, l3-4 and l4-5. Exploration of fusion masses, l3-4. Epidural duramorph 4.5 cc's. 11. L3-4 dural repair, 5-0 silk -- . Op note: after preparation of the disk space, a 10 x 26 mm cage was packed with bnp collagen impregnated sponge. This was then placed in the cages. These were then impacted and an interbody fusion procedure at the l2-3 level were countersunk 2-3 mm's, having good filling of the l2-3 interspace. At this point, bnp sponge rolled with autograft was placed in an l2-3 intertransverse fusion area. Overlying this was placed remaining autograft strips and 5 cc's of . This was packed firmly with bone tamp and copious bone graft material was placed. At this point, the bone graft being impacted firmly, the 40 x 7.5 mm screws at l2-3 were placed bilaterally. They had good firm purchase. A 4 cm rod was placed and locked in placed with facet screws. Lateral excess was again obtained, which revealed proper alignment, orientation at l2-3 interbody cages, and l2-3 screws bilaterally. This being accomplished, the wound had been copiously antibiotic irrigated, the 4.5 cc's of epidural duramorph was placed on the rough edges of the ll-2 laminectomy defect. The nerve roots at l1, l2, and l3 were probed with a nerve root probe and found to be free and patent. At this point, the sub-screws were maximally torqued free. The patient was given several valsalva maneuvers, with no evidence of any csf leak. At this point, the lateral gutters were packed with gelfoam for hemostasis. The area overlying the dural repair was with several small compressed cakes. These being applied, a fibrin sealant of approximately 4 cc's was placed overlying the l2-3 exposed dura. This was a watertight seal. Patient was taken to the recovery room in satisfactory condition. She tolerated the procedure well. On (B)(6) 2003, patient got discharged from the hospital. On (B)(6) 2009, patient presented for nuclear cardiology report: impression: normal myocardial perfusion imaging study with no evidence of active ischemia or previous infarct. Normal left ventricular systolic function estimated ejection fraction of 54% 06/04/2010: patient presented for x-rays: ap, and lateral of the lumbar spine findings, personally reviewed; previous l2 to the sacrum fusion with pseudoarthrosis l5-s1. There appears to be interbody fusion at l2-5 but no interbody fusion is seen at ls-s1. It was difficult to assess her coronal and sagittal balance from these films. On (B)(6) 2010, mrl examination of the lumbar spine performed before and after intravenous gadolinium administration: (B)(6) 2010: lumbar MRI personally reviewed: l1-2 advanced lumbar spondylosis with lateral recess and foraminal stenosis. L5-s1 posterior lateral pseudarthrosis with open disc space that was severely degenerative. No other evidence of stenosis. The l2-l5 fusions appear to be solidly healed anteriorly and posteriorly lumbar spine examination: examination today reveals definite improvement with 10 new problems or positive findings. Impression: non union fracture. On (B)(6) 2010, patient underwent chest pa and lateral views. Impression: normal ches. On (B)(6) 2010, patient presented with preoperative diagnoses: l1-l2 adjacent segment deterioration of previous fusion. L5-s1 pseudo arthrosis, anterior and posterior fusion. Chronic back pain. The following procedures were performed: l1-l2 anterior lumbar interbody fusion, 2 l1-l2 anterior lumbar cage instrumentation; l1-l2 posterolateral fusion; l1-l2 posterior instrumentation; . Harvesting small left iliac crest bone graft through separate incision with needle; l1-s1 anterior lumbar interbody fusion 7. L1-s1 anterior lumbar interbody instrumentation; l1-s1 anterior lumbar interbody fusion; l1-s1 posterior instrumentation. Op note: the surgeon pre operated the and placed and 8mm lordotic cage x 22 mm in width at l1-l2, packed with tricalcium phosphate graft, bone marrorw aspirate and bmp. Then the surgeon passed across the disk space in good positon on ap and lateral views. Then posteriorly made a short incision over l1-l2 posterior spinous process and carried dissection down exposing spinous processes and then applied a posterior fixation, affix plate in the inner spinous process area. Then the surgeon carried dissection now further laterally and exposed the facet joints and got the facets and placed a bone graft material into the facet joints and around the facet joints at l1-l2. Then the surgeon drilled into the l5-s1 disk space and then performed a diskectomy. With special cutter that were narrow space. The surgeon was able to clear the disk space with these cutters and remove the disk fragments, then he packed the disk space with bone graft and once completed , then the surgeon drilled and passed an anterior interbody cage device from trans across the l5-s1 disk space into the body of l5, disk was satisfactory, I removed all the insertion instruments and then turned and placed facet screws at l5-s1 I burred up the facet joints and packed some bone graft down the tube onto the disk onto the facet joint. Then he passed facet screw on each side at lh-s1 under c-arm visualization. Once completed, he then closed these wounds. The patient was transferred to the recovery room in satisfactory condition . On (B)(6) 2010, patient presented for 07-10 l1-2 alif/xlif, l5-s1 anterior lumbar interbody fusion with posterior screws. Fusion (alif-axia ilf)with posterior screws. On (B)(6) 2010, patient presented for follow-up visit. On (B)(6) 2011, patient presented for complains of new back pain after a fall at home. On (B)(6) 2011, patient presented with lumbar spine complete series. Lumbar spine, five views: findings: patient is status post multilevel spinal fusion surgery with interbody graft material each level from l1 to s1, a vertical screw at the l5-s-1 level. Transpedicular screws secured to spinal rods at l2-3 and a interspinous hardware device posteriorly centered at the, l2 level, extending l1 to l3. There appears to be osseous posterolateral fusion and prior laminectomy throughout the region from l1 to s1. The hardware appears intact, there was halo lucency about the transpedicular screws at the l2 level, raising possibility of a persistent motion at this level, however, no acute fracture or listhesis identified. Paraspinal soft tissues otherwise appear unremarkable impression: extensive postoperative changes as detailed above. Lucency about the transpedicular screws at l2 raising possibility for persistent motion. Other wlsb, expected postoperative appearance. On (B)(6) 2012, csp hnp/ddd, csp radiculopathy. Hpi: she had a new neck pain and radiating into her left arm after she reached under a sink and try to pull herself up from that position with the left arm. Her pain radiates into her triceps and down onto her forearm in the c6 distribution of the dorsal pert of her thumb, she has done 5 sessions of physical therapy without relief. She's not had any imaging of this cervical problem. She apparently has injured her right wrist and is wearing along-term splint with a possible fracture of her scaphoid or calcific tendinitis of the wrist. Ros: patient reports numbness. Tingling. And weakness but reports no bladder symptoms, no bowel symptoms, no confusion, no memory loss, no speech disorder, no conclusions, no syncope, no blackouts, no muscle twitching, no muscle cramps, no headaches, no vertigo, no dizziness, no loss of hearing, no tinnitus, no imbalance or falling, no blurred vision, no visual loss. No double vision, and no difficulty with gait or walking. Cervical spine: inspection: no muscle atrophy and alignment normal. Soft tissue palpation on the right: no tenderness of the paracervicals. The scalene muscle, the sternocleidomastoid, the a supraclavicular fossa, the trapezius, the levator scapulae, or the rhomboid and no trigger point pain. Soft tissue palpation on tte left: no tenderness of the paracervicals, the scalene muscle, the sternocleidomastoid, the supraclavicular fossa, the,trapezius, the levator scapulae. Or the rhomboid and no trigger point pain. Bony palpation: no tenderness of the occipital protuberance, the mastoid process, the transverse process, or the spinous process. Active range of motion: no crepitus or pain elicited on motion, and rotation normal, extension normal, lateral flexion normal, and flexion normal. Passive range of motion: rotation normal, extension normal, lateral flexion normal, and flexion normal. Assessment: displacement of cervical intervertebral disc without myelopathy- herniated disc; brachial neuritis or radiculitis nos.